Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the sgc and air embolism requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was inserted into the patient anatomy. When attempting to insert the clip delivery system (cds) into the sgc resistance was met and column was lost. The cds was removed and aspiration was performed. The cds was reinserted and advanced to the left atrium (la). When rotating the m knob, it was noted the patient¿s blood pressure decreased and st elevation was noted. A coronary angiography catheter was inserted into the left femoral artery and angiography was performed. Transesophageal echocardiography (tee) was performed and air was noted near the ascending aorta. A suction catheter was placed near the aorta and aspiration performed. St elevation began to drop and the patient¿s blood pressure recovered. One clip was able to be placed, reducing mr to 1. The cds and sgc were removed from the patient anatomy where it was noted the hemostasis valve was not functioning correctly. The patient was stable and doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported leak (loss of fluid column) was confirmed via returned device analysis. The reported difficult cds insertion was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak (loss of fluid column) appears to be related to the observed torn silicone valve. The torn appears to be due to the difficulty inserting the cds. However, a conclusive cause for the difficulty cds insertion cannot be determined. The reported patient effects of ekc/ECG changes, air embolism and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The patient effects of ekc/ECG changes, air embolism and hypotension appear to be related to procedural conditions and the additional therapy/non-surgical treatment was a results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.